Event description:
It was reported that the ilet displayed alert 41 during a supply change, preventing the insulin shaft from rewinding and blocking setup despite multiple restarts, which is consistent with an insulin delivery mechanism malfunction. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement and instructions to return the affected pump, with the patient advised to continue cgm use via dexcom. Investigation included complaint intake review and device replacement logistics. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.